Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the device was not prepped (air aspirated) outside of the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states to perform air aspiration prior to inserting in the body, otherwise complications may occur. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - incorrect prep

Event description:
The patient presented with persistent residual stenosis in the proximal and mid segments of the right coronary artery after stent implantation. The procedure performed was to treat the right coronary artery. The 4.50x12mm nc trek balloon dilatation catheter (bdc) was noted not to be prepped outside the anatomy prior to use. The bdc was advanced and the balloon was inflated once to 16 atmospheres; however, after multiple attempts the balloon only partially deflated. The nc trek bdc was slowly withdrawn, and the balloon was stuck at the tip of the guiding catheter. All devices were removed as a single unit and the procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.